Event description:
It was reported that screws are backing out of the resonate plate post-operatively.

Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. No determinations could be made as to the cause of the reported issue.